Event description:
The facility representative reported to baxter a clearlink duo-vent set that could not flow through the middle y-site. The anesthesiologist had connected a syringe but was unable to push the drug in. The drug being used was asked but unknown. This incident occurred in day care surgery while connected to a patient, but there was no patient injury or medical intervention required in association with this event. It was asked but unknown if flow was previously seen through the y-site. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: two samples were available for evaluation. A visual inspection was performed revealing no abnormalities. A functional test on all the y-sites were performed revealing no abnormalities. The reported condition was not confirmed. The root cause of the reported condition was undetermined.